Event description:
It was reported that during implantation, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. Prior to connecting the lead to the device, testing with the pacing system analyzer (psa) was satisfactory. Subsequently, the connection to the header was reviewed and confirmed to be correct. Additional psa testing was performed, and noise was observed; impedance and threshold testing could not be performed. The lead was explanted and blood was observed inside the lead. A lead fracture and insulation anomaly were noted. No adverse patient effects were reported. This rv lead was successfully replaced and is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.